Event description:
It was reported the video system center had no serial digital interface signal. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: g2 to add "foreign" as a report source. Additional information: b5, d8, d9, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image is interrupted due to a failure of the printed circuit board. However, a conclusive root cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during installation.